Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, pump error 38, and reservoir leaks at the o ring. The customer reported no adverse event. The event involved product(s) mmt-1880, mmt-332a. Buttons remained unresponsive after troubleshooting. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer responded that the device will be returned. No product return was required for mmt-332a. The customer will discontinue to use of the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit buttons were functioning properly and allowed for menu navigation. Unit passed self test. Unable to perform displacement test due to constant pump error 38 during rewind. Unit was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 38 (file number 121 line number 700) alarms were found on (B)(6) 2024 00:57:23.000 through (B)(6) 2024 10:30:36.000. Proceeded by cutting unit open and perform a visual inspection of all connectors and electronic assemblies. Per visual inspection it was determine that the ingress of water corroding motor home switch causing the pump error 38 during rewind. During visual inspection of electronic assemblies moisture damage was also noted on pcb2, pcb1 and force sensor flex connector. No physical damage on unit was noted. In conclusion unit received with constant pump error 38 during rewind due to corroded motor assembly. Keypad failure was not confirmed due to buttons working properly and being able to navigate menu. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.